Event description:
Abbott ID now use for covid-19 under emergency use authorization (eua): I reported this already with some errors, so I am resubmitting with correct info. False negative covid, sent to ref lab and it came back positive. I submitted this report earlier today with errors, this is corrected report. I submitted this report earlier today with errors, this is corrected report. FDA safety report ID# (B)(4).